Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked during bolus, basal and fill tubing. Customer stated that they already called to troubleshoot the insulin pump and was advised to try another set and got another insulin flow block while loading the reservoir. Customer stated that they went through 6 sets and still getting the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.